Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient's mother stated patient's cgm reading was 6.7 mmol/l and their bg value was reading 2.2 mmol/l when patient looked pale and was falling asleep at school. Patient was treated with gluco juice. At the time of contact, patient felt fine. No additional event or patient information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause was not determined.